Event description:
It was reported to boston scientific corporation that while performing an ercp (endoscopic retrograde cholangiopancreatography procedure) using a hydratome rx sphincterotome device, "the doctor and nurse discovered the wire was more tensed than normal and it was impossible to release it as usual. After about 5 seconds of cutting, the wire burst." According to the complainant, there were no loose pieces left inside the patient and the procedure was completed with another hydratome rx sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.